Event description:
It was reported that there was a leakage at the handle, resulting in reduced flow at the tip. As a result the temperature rose and the power level dropped.

Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from inside the handle due to a damaged lumen. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements.